Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) fiber optic cables were damaged. New fiber optic cables are required. There was no patient involvement reported.

Manufacturer narrative:
E1 - event site name - (B)(6) hospital. E1 - event site postal code - (B)(6). E1 - event site telephone - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.